Event description:
The customer returned the device for evaluation and repair of the issue of not working correctly as observed during reprocessing. There is no patient involvement and no harm to any patient. Upon evaluation of the returned device, it was observed that the front power switch was damaged with cracked protective cover and plastic cap torn off. This medwatch is being submitted for the reportable issue of the damaged front power switch with cracked protective cover and plastic cap torn off.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the front power switch was damaged with cracked protective cover and plastic cap torn off. In addition, it was observed that the device had four suction feet at the bottom with weak suction, top cover and main chassis were rusted, air pressure low due to bent tubing inside that affected air flow, and air pressure fluctuated due to worn out air joint and connector socket. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged power switch could not be determined. Olympus will continue to monitor field performance for this device.